Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced device related pain issue due to weight loss. A pocket revision was completed on (B)(6) 2019, where the implantable pulse generator (ipg) pocket was moved up slightly and the ipg was tacked down as a result to resolve the issue. Device remains implanted and patient continues to have therapy. There were no complications during the procedure. Patient was stable.